Event description:
It was reported that an ilet insulin pump user observed air bubbles in the tubing while experiencing hyperglycemia, with glucose values verified by continuous monitoring and fingerstick, and the user had previously performed a supply change and later discovered the pump had been paused for over an hour before a meal. Symptoms included elevated blood glucose 324 mg/dl . Outcomes included correction by the system with glucose returning to range and no hospitalization. Investigation included review of device data and user report, visual inspection of consumables via user confirmation, and troubleshooting steps including tubing fill verification. Investigation of this case revealed no damage, kinks, or site issues and identified user-initiated insulin pause as the root cause of hyperglycemia. It was concluded that the device functioned as designed, and the event was attributable to use error with successful resolution after insulin delivery resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.